Event description:
A report was received that the patients lead migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing rib stimulation due to lead migration. No device malfunction was suspected.

Event description:
A report was received that the patients lead migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.